Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. The displacement, basic occlusion, occlusion, prime, and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer's mother stated that none of the insulin pump's buttons were responding. Customer's mother did not recall any significant events leading up to the error alarm and stated that the alarm occurred during insulin delivery. Blood glucose level was 363 mg/dl at the time of the call. No further information was provided.